Event description:
It was reported that during a laparoscopic "tepp" hernia procedure, the doctor was closing the perineum. The first few clips fired as expected then the device did not sound "right" when fired and the end of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) - bent advancer. Additional information: please clarify what broke on the device: was it the rotation knob, the handle the shaft or the jaw? It was the jaw of the device. Did any piece fall into the patient and if so how was it removed? Nothing fell into patient. The analysis results found that one el5ml device was received with the jaws closed. In an attempt to cycle the device, the trigger was forced to the open position and a pear shaped clip fell off from the jaws and it was noted to have the tip of the advancer bent. The device was cycled and fed a malformed clip due to the condition of the advancer; in addition the advancer broke during analysis. No further testing could be performed. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.